Manufacturer narrative:
Visual inspection determined that the position of the deformation of the locking wire corresponds with the location of the recess on the insert. It appears that an implement was used to the push back on the insert during the attempted seating into the baseplate and the wire was inadvertently compressed, leading to bending of the wire, possibly displacing the wire, rendering the insert component unusable. The event as reported was confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. Based on the findings of the visual inspection, the damage and deformation on the locking wire and on the insert component was most likely caused during the attempted seating. The component is not useable in the condition in which it was returned.

Event description:
It was reported by the surgeon that the insert wouldn't lock into baseplate.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the surgeon that the insert wouldn't lock into baseplate.